Event description:
Spontaneous called patient reports that pump had to be restarted due to unspecified alarm. Patient has already infused one liter of hydration and is in the middle of a 4-hour infusion for her drug. Battery life is showing as 1/4 remaining, even though new batteries were added before infusion. Home health nurse has left to start a different patient's infusion but will be back to complete this patient's infusion. Advised that if pump does not allow remainder of infusion to be run the nurse can finish using gravity. We will replace pump for next infusion. Pump used to infuse gammagard at above dose and frequency. Indication: chronic inflammatory demyelinating polyneuritis and multifocal motor neuropathy. Based on professional judgement since there is no call back from pt afterwards, pt would have been able to finish infusion. No injury reported in rph notes. We only provide one pump. There is no backup pump. Without pump, pt can infuse through gravity. Lot unk. Reported to (B)(6) by pt/caregiver.